Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient's device moved and it resulted in a revision. There was no patient symptom reported. Circumstances regarding to what led to the event was not provided and follow up has been conducted to obtain this information. If additional information is received a follow up report will be sent.